Event description:
Customer reported the insulin pump had cracks at the reservoir compartment and part was missing. Customer reverted to her previous device that had cracks on the screen customer was explained that over tightening can cause the device to crack. Customer did not want to hear reason just stated the device fall apart even if they are not dropped. Customer's blood glucose was 10.5mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.